Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by fax and mail on 5/16/2011 and by phone on 5/26/2011 and 6/7/2011. A completed questionnaire has not been received. (B)(4).

Event description:
An optometrist reported that approx 22 of her pts have experienced epithelial keratitis following use of this product. Add'l info has been requested.